Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels reaching 33 mg/dl. The cause for the reported low bg levels is unknown; however, the customer believes the reported low bg levels may be due to the pump. Reportedly, the customer believes the pump is not delivering accurately. Customer's clinical diabetes specialist met with the customer and reported the pump settings could potentially need to be adjusted. In addition, pump data was reviewed and found that at times the customer overrode the recommended bolus amount and requested an additional 2 units of insulin. Customer ate candy to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional. Customer reported low bg levels have not occurred since using new pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm between 04/27/17 and 06/08/17. There were no erratic or suspicious bolus requests or deliveries made. Basal rate is set to a continuous .7 u/hr. Basal rate may need to be adjusted to compensate the different demands of insulin at different times of the day. There is no evidence that the insulin pump experienced a malfunction or failure.